Event description:
During evaluation of a returned homechoice device, a high drain error 201 alarm was identified. This alarm occurred on (B)(6) 2012, during manual drain 1. This information meets increased intra-peritoneal volume (iipv) criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be determined.